Manufacturer narrative:
The device was returned for analysis. Analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the device. The cuff miss was not confirmed due to the condition of the device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an impella heart pump interventional procedure. The suture of one prostyle was successfully pre-placed. Reportedly, a cuff miss occurred with the next three prostyle devices and no additional device was attempted. The sheath was upsized to 16f to continue the impella procedure; however, the patient died during the procedure. In the physician¿s opinion, the death was due to the patient¿s disease and not related to the prostyle closure devices. No additional information was provided.